Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that subacute stent thrombosis occurred two days post implantation of one onyx frontier coronary drug eluting stent. The stent was implanted in the right coronary artery (rca) #2. The stent was being used in a patient with acute coronary syndrome (acs). It is believed that there was a large amount of thrombus present before stent implantation as a 7f thrombosuction device was used. The stent was placed to help suppress the large amount of thrombus present. The device was inspected prior to use and negative prep was performed with no problems observed. The lesion was pre-dilated with a 2.5x12mm non-medtronic balloon. Post expansion was not performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was implanted in a mildly calcified, mildly tortuous lesion with 99% stenosis. The lesion in this case was noted to be very fragile and the only option was a fine onyx. It was later confirmed that prior to stent implantation the lesion contained a lot of lipids, not thrombus. It was stated that it was used for fragile lesions (vulnerable plaque) with a high content of lipids. Onyx was selected with the intention of reducing protrusion as much as possible. The plaque which contained a large amount of lipid components protruded from the stent strut. In order not to cause blood flow obstruction due to the protrusion, the thrombus aspiration therapy was performed. There was nothing notable in the aspirate and some protrusion was expected. Protrusion was noted to be within the scope of expectation. The device did not pass through a previously deployed stent. Resistance was not noted when advancing the device. There were no issues noted during stent deployment and the stent was fully expanded. It was later confirmed that the stent thrombosis developed on the same day as the procedure after returning to the room following stent deployment. After returning to the room, the patient's condition worsened. When the catheter test was performed again the patient had developed thrombosis in the rca#2 which was believed to be caused by protrusion from the stent which was observed after surgery. To treat the event, thrombus aspiration was performed and the procedure was completed. The following day, the patient's condition worsened, and as on the previous day, thrombus aspiration and post-stent dilation were performed, and the procedure was completed. The physician assessed the event as not related to the device and stated that there was not a problem with the stent but rather with the patients background, morphology and lesion characteristics. Later, the patient's condition stabilized and improved and there were no problems. The patient was on dapt when this thrombotic event occurred. B3 event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.